Manufacturer narrative:
Corrected data: e1. New information added to the following fields: d8, h4, h6. The initial medwatch reported the establishment where the incident occurred as "netherlands" however the event was discovered internally upon evaluation of the device at olympus. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It was observed during the device inspection, that the colonovideoscope exhibited additional foreign material in the nozzle as well as the air/water cylinder and channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. No physical damage of the device was confirmed at where the foreign material remained. A definitive root cause cannot be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in air/water cylinder and air/water channel. There were no reports of patient involvement.